Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer would not power on. The caller indicated that the power cord was replaced and the programmer still did not power on. It was also reported the clinic turned on the programmer and an error message about "power source" was seen. The programmer did not work. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. As a result the power supply was replaced as a preventative measure. It was also noted that the keyboard hinge was damaged, and the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.